Event description:
It was reported to philips that system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the system application startup problem, stuck at 100% but does not reach the classic splash screen. The system logfile was checked, and as a part of troubleshooting, the fse reloaded the suite pc software and restored the backups. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.